Event description:
Complainant alleged that the clinicians were attempting to pace a 57 yr old female pt that had flat lined. The complainant indicated that when the clinicians paced that pt all different ma settings, they believed that they were unable to obtain any pacer output, as there was no pt muscle response (muscle twitching, etc.) The clinician "tried all possible connection combinations", but there was still no pacer output. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the "pt had already flat lined when pacing was attempted." The first device used on the pt also failed (pd1400), and was reported on medwatch number 1220908-1999-00056.